Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a kink was noted to the access sheath after the device was recaptured for repositioning. No patient injury or complications were reported. Procedure was completed with another of the same device.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a bloody watchman access system. The hub/valve, sheath, and tip were microscopically and visually inspected. Inspection revealed a sheath kink located 55mm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported kink was confirmed. The customer gave no indication that the device was damaged prior to being used in the laa closure procedure. The customer reported that the sheath of the was had kinked during the procedure and while repositioning the device. It is known that the curve of the device is a common place for the sheath to kink, due to the torsional force being applied to the device, during the procedure.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a kink was noted to the access sheath after the device was recaptured for repositioning. No patient injury or complications were reported. Procedure was completed with another of the same device.